Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention was undertaken on (B)(6) 2019 during which the ipg was relocated. Stimulation was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received where patent¿s system was explanted due to ipg site discomfort.